Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed in a 48-year-old female with cardiogenic shock via femoral access. During support, an echocardiogram revealed cavitation in the aorta around the impella outflow at p-5, the current level of support; the team reduced support to p-2, but cavitation remained unchanged. The impella device displayed no alarms, and the cannula was confirmed to be mid-ventricle and free of any structures. The patient remains on device support. Based on the available information, the reported event involving air embolism and serious injury is most plausibly related to the patient¿s underlying critical condition and hemodynamic instability. The cavitation observed in the aorta around the impella outflow during support, which raised concern for possible air embolism is a physiological or hemodynamic issue that can occur in critically ill patients with severe cardiovascular disease and altered flow dynamics. The device is functioning as intended and there is no evidence of causal relationship between the impella cp and the reported events.

Manufacturer narrative:
D6b explant date updated. D4 UDI information was inadvertently omitted on the initial manufacturer device report.